Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician had difficulty controlling the catheter and after multiple attempts to navigate into the ventricle the leadless pacemaker pierced the heart above the tricuspid valve. Blood pressure was unstable, and the patient's consciousness level dropped. Pericardial effusion and cardiac tamponade were confirmed via imaging. After performing percutaneous cardio-pulmonary support, the right atrium was found torn. It was sutured and patched. A transvenous pacemaker system was then implanted. The patient condition was unstable.

Event description:
New information received indicated that the difficulty controlling the catheter was due to patient's anatomy, and that the patient was undergoing rehabilitation post-intervention.